Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jul-2018 with the following findings: during the investigation, evidence of internal moisture corrosion was found on the force sensor pins, printed circuit board sockets, and on the force sensor housing. The black box showed a loss of prime on (B)(6) 2018 following a prime. A loss of prime was recorded with force equals zero. No loss of prime was duplicated during testing. Force calibration testing was found to be within specification.

Event description:
The pump was returned for investigation. Investigation revealed moisture damage and a loss of prime in the pump's history. This report is made based on the results of the investigation completed 23-jun-2018.